Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead became dislodged and was "picking up atrial sensing." The physician decided to reposition the whole pocket in order to prevent further lead dislodgement. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.